Event description:
Facility reported pt experienced difficulty in breathing 40 minutes following suctioning. Staff attempted to suction again, but said they could not clear the tube. Thracheostomy tube was removed, and pt reintubated orally. Pt did require CPR, with defibrillation, but has recovered. When tracheostomy tube was examined, staff reported that it contained inspissated secretions.